Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that on the most proximal stent strut rows, stent struts were lifted from their crimped positions and pushed distally. The undamaged crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jul-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion# 1 was a 30% stenosed lesion located in the ostial of mid left anterior descending (lad) artery. Target lesion# 2 was a 90% stenosed lesion located in the large second diagonal branch. After a non bsc guide catheter was engaged, a 0.014x180cm non bsc guidewire was advanced in to the distal lad. A second 0.014x180cm non bsc guide wire was then advanced in to the diagonal branch. Dilatation was performed in the mid lad with a 2.25x10mm non bsc balloon catheter at 8 atmospheres. A 2.50x16mm promus element ¿ drug-eluting stent was advanced repeatedly but failed to cross the lesion. The device was removed and post dilatation showed timi 3 flow in lad. Then physician stopped the procedure due to this event. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.